Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that scalpel did not cut. There were no other details provided.

Manufacturer narrative:
Manufacturer report number corrected and reported under 2523835-2023-00734. No further reports will be scheduled under mfg report num. 1644019-2023-01604. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received and reported indicating that the actual suspect is ophthalmic blade (2.2) mm angle. There is no reported defect or fault with the ophthalmic blade (15.0). No further reports will be reported under mfg report num. 1644019-2023-01604. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported indicating that there was no defect associated with the ophthalmic blade 15.0.